Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via social media indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer's blood glucose was 40 mg/dl and the meter was 200 mg/dl at the time of the incident. The customer stated that they went to the hospital due to issues with asthma. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer mentioned that the device would trigger a threshold suspend. The customer was informed that their blood glucose and sensor glucose levels were not in range. The customer states that they have calibrated the device three times. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.